Event description:
Revision due to luxation. When implant was removed, there were scratches and delamination of the inner surface of the liner despite the fact that the liner had only been in the patient 1.5 months.

Manufacturer narrative:
Evaluation summary: when implant was removed, there were scratches and delamination of the inner surface of the insert, despite the liner having only been in patient 1-1/2 months. The returned liner shows considerable scoring on the articular surface and a circular area of delamination opposite the elevation. There is also considerable damage on the face of the elevation. In addition, there is damage under the lip of the elevation and below the lip at the locking groove (which may have occurred during liner removal). The x-rays show the femoral head dislocated from the liner. In addition, the shell appears to be oriented at less than 45 degree (more horizontal). The conditions of the stem, femoral head, and acetabular shell at the time of revision are unknown. One or a combination of the following mechanisms may have contributed to the dislocation observed: unsatisfactory placement of the component parts. Extent of component stability. Extent of soft tissue tension. Patient behavior. Repeated luxation of the femoral head into and out of the liner may have generated third party debris, which in combination with the biomechanical forces experienced by the liner as a result, luxation may have contributed to the damage observed. Definitive cause cannot be determined. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.